Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12779. It was reported the pt's system left anterior supra-orbital lead site is tender and the right anterior supra-orbital lead site is weeping and scabbing over (leads were placed off label use.) The pt was seen by the physician and surgical intervention may be undertaken to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-12779. Reference MFR report #1627487-2015-12462. It was reported the patient experiences pain in his hip, leg and foot due to the location of the ipg. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.